Manufacturer narrative:
A patient experienced an impedance issue was reported to abbott. As a result, the patient's left dbs ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing an impedance issue. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's left dbs ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.